Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been twisted, consistent with interface during usage. The shaft's hardness meets print spec. The damage appears to be the result of torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with stenosis and underwent posterior lumbar fusion surgery at l3-5 levels. During surgery, the tip of the driver broke. The product came in contact with the patient. No patient complications were reported.